Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 172 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer stated that insulin continued to drip after letting go of the act button during the manual prime process. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that there is a gap between the piston and reservoir. The customer was unable to successfully prime the set.